Event description:
It was reported that during a hand assisted colectomy procedure, the seal cap assembly was used and when he put the cap back on, the seal cap tore. A second device was used to complete the procedure. There was no pt outcome reported. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the mfg process.